Event description:
The pt underwent tha in 1991. In 2003, the pt complained of instability of the hip, came to hospital. After x-ray exam, surgeon suspected wear of insert. The pt underwent a revision and was replaced with a 26mm insert and 26mm head. The surgeon confirmed creep deformation of the insert.